Event description:
It was reported by service report that the air drape support moved during use and identified that the air drap support was broken at the base. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.